Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. Vascular access was gained via the radial artery. The 90% stenosed target lesion was located in a moderately calcified and severely tortuous obtuse marginal artery. The apex 15x2.5 mm balloon catheter advanced to the lesion and ruptured on the initial inflation. The balloon was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event 18 years or older. Device code 1546 relates to component code 419. Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).